Event description:
It was reported that the patient had acute spasticity that began on (B)(6) 2011. When the pump pocket site was opened during surgery, pus was present. The pocket site was cultured. The patient's culture did not grow any infection. The patient's entire device system was explanted due to the infection and as a result of a fractured catheter. He was uncomfortable with increased spasticity and admitted himself to the hospital on (B)(6) 2011 for help managing his spasticity. The patient was later re-implanted on (B)(6) 2011. The medication in the pump was lioresal 2000mcg/ml.

Manufacturer narrative:
(B)(4). Final device analysis of the pump revealed no anomaly found. The pump passed all non-destructive lab testing. The complaint against the pump did not indicate withdrawal, volume discrepancy, lack of therapy or anything related to a motor stall type failure.